Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was submitted. The device was not returned for investigation. Per the clinical information provided, the root cause of the delivery issue was most likely patient condition related, impella implant was unsuccessful as patient anatomy prohibited advancing the pump beyond a point within the vessel between the graft anastomosis and the aorta.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 70-year-old female undergoing cardiac surgery was to be implanted with an impella 5.5 device for mechanical circulatory support. It was reported that while attempting to replace an impella cp with an impella 5.5, the patient anatomy prohibited advancing the pump beyond a point within the vessel between the graft anastomosis and the aorta. Implantation of the impella 5.5 was aborted and the graft was over sewn. No patient harm was reported.